Event description:
Per the clinic, the patient experienced facial nerve stimulation with device use and the issue could not be resolved, leading to device non-use. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.